Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. The customer¿s blood glucose level was 486 mg/dl at the time of the incident. Customer treated high blood glucose level with manual injections. Customer also reported that the insulin pump received insulin flow block alarm during fill tubing. Customer declined to confirm reservoir information. The device will not be returned for analysis.